Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas e 411 immunoassay analyzer. On (B)(6) 2023 the initial result was 3.78 miu/ml. On (B)(6) 2023 a new sample was obtained and the result was 2500 miu/ml. Due to this result, the doctor requested repeat testing on the original sample. The original sample was repeated with a result of 1036 miu/ml. This result was believed to be correct.

Manufacturer narrative:
The hcg + b reagent lot number was 664363 with an expiration date of 31-may-2024. The field service engineer (fse) adjusted the sample/reagent probe, and found the reagent pack mixing paddle was bent. The fse replaced and aligned the mixing paddle. Instrument performance testing was acceptable. The investigation is ongoing.